Manufacturer narrative:
Covidien reference: (B)(4). One tracheostomy tube was received for evaluation. Visual inspection was conducted, and it was observed the cuff presents a cut. Inflation and deflation tests were performed by using a 15cc syringe of air applied to the cuff, and it was observed that the cuff immediately deflated. The customer reported malfunction was confirmed. However, the manufacturing process was reviewed and found effective to detect the reported malfunction. The reported damage would have been detected during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was received for evaluation. However, the investigation has not yet begun.

Event description:
It was reported that, during a procedure, a tracheostomy tube cuff would not inflate. The device was replaced and there was no harm to the patient. It is unknown if the unit was tested prior to use.